Event description:
It was reported that tip break off occurred. The target lesion was located in the superficial femoral artery. A 300cm, 8cm v-18 polytip guidewire was selected for use. During the procedure, it was observed that the tip of the wire broke off. The device was removed from the patient slowly and carefully, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the v-18 was returned for analysis. The guidewire was returned; however, no damages were observed in the device.

Event description:
It was reported that tip break off occurred. The target lesion was located in the superficial femoral artery. A 300cm, 8cm v-18 polytip guidewire was selected for use. During the procedure, it was observed that the tip of the wire broke off. The device was removed from the patient slowly and carefully, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the tip was completely detached and was removed by a snare.